Event description:
The report received from the field indicated that a trapease filter was placed in the pt in 2005 without difficulty. In 11/2005 a lumbar CT scan showed the filter to be fractured. At least three struts could be seen fractured on x-ray. The filter was implanted via a femoral approach and was deployed below the renal veins. There was no report of any adverse effects to the pt, and it was noted that the physician decided to leave the filter in place and monitor the pt at six months intervals. The product is not available for eval and testing.